Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision surgery...explanted the anato stem, 36 v40 -2.5 head and 36f 10° liner. No more information available." Spoke to rep. Surgeon reported that the patient's stem had subsided. There were no allegations against the revised head or liner. Rep confirmed that no further information will be released by the hospital or surgeon.